Event description:
It was reported that the device smells like burning wires. Per reporter, the event occurred during testing at the hospital. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage; the device arrived with a complaint of ¿the device smells like burning wires¿. Tested device by powering on device. After approximately 3 minutes of operation, the device emitted a burning smell which confirmed the complaint, which had sparked due to water leakage/contamination from the return tube. As a result, the heater¿s voltage control circuit failed, causing the temperature to rise abnormally. Replaced printed circuit board (pcb) and return tube. The probable cause is damaged return tube that caused fluid ingress and contamination on the pcb assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.